Event description:
Info received indicates during a preventive maintenance check, the technician found the brake was not holding, even after adjusting the casters.

Manufacturer narrative:
The tech isolated the issue to a worn brake detent. He replaced the brake detent to repair the bed.